Manufacturer narrative:
Sientra complaint (B)(4) at this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side double bubble and bottoming out of implant.

Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with light yellowing. The device weighed 213.2 grams. No additional observations. Additional information: this device was not initially reported to sientra and was found during the revision operative review process and reported. This device was originally a contralateral device. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.